Event description:
During procedure, while drawing up medication syringe barrel lost seal with syringe. Fluid leaked down backside of syringe. The product being drawn up was a hazardous drug. This occurred twice. Device was discarded.